Event description:
Information received from the field notes that interrogation revealed battery data of 2.62v, 9ua and 7.0 kohms. A subsequent follow-up noted the data as 2.39v, 13ua and 9.6 kohms with a magnet rate of 78 ppm. Six months previous, the data was 2.76v, 25ua <1 kohms.